Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between august 15, 2024 ¿ august 19, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor was leaking from the fill port. It was observed that the device was leaking form the fill port after filling with cloxacillin and saline. This was observed prior to patient use. There was no patient involvement. No additional information is available.